Manufacturer narrative:
(B)(4). To date, the device has not been returned. If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a form. This event was previously submitted under ethicon MDR summary reporting exemption e2013037. Initial psr reporting period: initial psr reporting period: june 1, 2018 through july 31, 2018. Psr submission number: 2210968-2018-75203. Psr report identifier: (B)(4). All event details will now be captured via this emdr report number.

Event description:
It was reported by an attorney that the patient underwent a gynecological surgical procedure on (B)(6) 2003 and mesh was implanted. It was reported that following procedure the patient experienced erosion and pain. It was reported that the patient underwent removal surgery on (B)(6) 2014. No additional information was provided.